Event description:
During knee arthroplasty, the drill hose suddenly exploded. This startled the surgeon and a 1cm fragment of the hose flew out. The supply pressure was checked and noted to be 160 psi.the drill was evaluated by clinical engineering. The hose is coaxial, with a high pressure inner hose, surrounded by a low pressure exhaust hose. The outer hose was completely separated about 18 inches from the hand piece. The inner hose was intact and the drill functions normally. The exit for the exhaust passes through a 'diffuser' which is a disposable (not saved for evaluation). With a new diffuser, the exhaust path was flowing normally, indicating possibly the hose was pinched or kinked to produce a pressure build-up.======================manufacturer response for surgical drill, midas rex (per site reporter).======================manufacturer will evaluate the device.